Event description:
It was reported that the ilet user experienced prolonged hyperglycemia with a highest cgm reading of 353 mg/dl, attributed to improper insertion technique in which the user did not deploy the infusion set by using the applicator and rather just applying it to their body; troubleshooting and education were completed, a full supply change was performed, and insulin delivery resumed. Symptoms included hyperglycemia and diaphoresis. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the affected component involved the cannula, aligning with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.